Event description:
Related manufacturer report number: 2017865-2023-16774 it was reported that a patient presented for an implant procedure. During the procedure, it was noted that two right ventricular rv leads had a discoloration that appeared to be rust. The leads were not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
A device history record DHR review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
The reported event of discoloration on the lead was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the ring electrode to have a light brown appearance. Manufacturing site was notified and an investigation was performed. The manufacturing investigation found the lead is acceptable since the color of the ring electrode meet the specification.